Event description:
The suspect device result was in the 200's mg/dl. The user dosed 3u of fast acting insulin and passed out. Emts. Were called and they checked their glucose and the level was in the 20's mg/dl. Pt was treated with a glucose IV. Controls were not used. The device was replaced and requested to be returned for evaluation.